Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as jul 25, 2018 on the initial report. It has been updated as jul 26, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the attachment device were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the angle attachment device was making an abnormal noise, would sometimes stop rotating, and there was ¿shaving¿ of the shaft. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure or if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.